Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and stated that the unit was in operation for 4 hours on battery, and it is well above the getinge usage requirements. Fse charged the battery to full and there was no failure. Fse was unable to duplicate the reported failure. Fse then tested the safety and functionality as per factory specifications, and iabp was then returned to the customer for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had battery failure while on the patient. There was no patient harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a